Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump was replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported a burning smell or odor emitting from their sterrad® nx sterilizer after a cycle completed. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue and system risk analysis (sra). Trending analysis of the odor/smells issue was reviewed from september 2017 to march 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump was not returned for functional evaluation as the fse indicated it was contaminated with oil. The assignable cause of the odor/smells issue is the vacuum pump. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).